Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient had pain when voiding. The patient also reported they had bleeding associated with their period. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that the bandage was loose, so they changed it, but it was still loose, and they thought they might have moved a lead. The connection was checked, and the device was still stimulating at 0.3. The patient reported the bandage had blood and they went to the clinician office who did not change the bandage since they did not want the patient to get an infection. The patient stated they hurt on their left side, so they switched sides to the right. The patient stated they then went to the clinician¿s office and they advised to switch back to the left. The patient also mentioned they still felt pain from the procedure. The patient was advised to contact their clinician. On (B)(6) 2018 the patient reported that the day before the call they had their device removed. The patient stated that one of their leads had fallen out and the bandage kept coming undone. The patient noted they were returned their device during the next appointment on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.